Manufacturer narrative:
These records are being submitted following the completion of the necessary system updates to correctly reflect the proper manufacturer information within section d. Configuration and validation documentation updates were required to enable submission of the manufacturer, sin sistema de implante nacional s/a, within section d and falong with the contact office information for biohorizons within section f. The updates supported the proper handling for future submissions. The records included in this submission reflect the originally reported devices provided to biohorizons.

Event description:
Implant failed to osseointegrate.